Manufacturer narrative:
V.a.c. Labeling states under "warnings": do not place any foam dressing into blind/unexplored tunnels." It also states: "always count the total number of pieces of foam used in the dressing and document that number on the drape and in the patient's chart." It also states: "v.a.c. Foam dressings are not bioabsorbable. Ensure that all pieces of foam have been removed from the would with each dressing change. Foam left in the wound for greater than the recommended time period may increase ingrowth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."

Event description:
The wound care nurse at an extended care facility was examining the patient's left leg wound and noted a piece of retained foam that had partly granulated over in the lateral aspect of the tunnel in the wound. The patient was transferred to the hospital emergency room for further evaluation. Upon examination of the wound by the physician, a "retained sponge in the deep lateral aspect of the wound" was noted. The physician noted extensive ingrowth of granulation tissue and was not able to remove the "retained sponge" at the bedside. The patient was brought to the operating room where the "retained sponge required curette removal." "The patient tolerated the procedure well and was taken back to recovery in good condition." The patient was transferred back to the extended care facility in 2007.